Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration/migration of essure device location of device: outside of tube, pelvis"), genital haemorrhage ("abnormal bleeding") and psoriatic arthropathy ("autoimmune disorder type of disorder: psoriatic arthritis") in an adult female patient who had essure (batch no. 629298,627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, menstruation abnormal and cervicitis (chronic: focal, mild to moderate). Concurrent conditions included epicondylitis, lymphadenitis, myalgia, myositis and double crush syndrome. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type:nickel allergy"), pelvic pain ("pain"), anxiety ("anxious"), depression ("depressed"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain: right lower quadrant of abdomen") and menstrual disorder ("abnormal menstrual flow"). The patient was treated with surgery (hysterectomy ( partial)/ surgery to remove migrated essure from pelvis,unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, psoriatic arthropathy, allergy to metals, pelvic pain, depression, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown, the anxiety had not resolved and the dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, psoriatic arthropathy and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015 and (B)(6) 2012; supra cervical hysterectomy (uterus only), other (please specify) - surgery to remove migrated essure from pelvis unilateral salpingectomy surgical pathology: the uterus is roughly symmetrical, and the serosa is pink-tan to purple red and finely granular with shaggy adhesions identified over the anterior surface. Sections through the attached cylindrical segment reveal a gray metallic coil wire is identified at the center of the cylindrical segment. The separate aggregate of soft tissue and blood dot measures 3.6 x 2.6 x 1.2 cm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, pelvic pain and psoriatic arthritis." Most recent follow-up information incorporated above includes: on 5-mar-2019: reporter information was added. This case is medically confirmed. This case concerns adult patient. Her demographic was updated. Her historical and concurrent conditions were added. Essure insertion and removal date was updated. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet following events: device breakage, psoriatic arthritis, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) and pain: right lower quadrant of abdomen,abnormal menstrual flow were added. She had recovered from following events: cramping and abnormal menstrual flow. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration/migration of essure device location of device: outside of tube, pelvis'), perforation ('perforation') and psoriatic arthropathy ('autoimmune disorder type of disorder: psoriatic arthritis') in an adult female patient who had essure (batch no. 629298,627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, menstruation abnormal and cervicitis (chronic: focal, mild to moderate). Concurrent conditions included epicondylitis, lymphadenitis, myalgia, myositis and double crush syndrome. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), psoriatic arthropathy (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type:nickel allergy"), pelvic pain ("pain"), anxiety ("anxious"), depression ("depressed"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain: right lower quadrant of abdomen") and menstrual disorder ("abnormal menstrual flow"). The patient was treated with surgery (hysterectomy ( partial)/ surgery to remove migrated essure from pelvis unilateral salpingectomy, essure removal and surgery to remove migrated essure from pelvis unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, perforation, genital haemorrhage, psoriatic arthropathy, allergy to metals, pelvic pain, depression, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown, the anxiety had not resolved and the dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, perforation, psoriatic arthropathy and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, pelvic pain and psoriatic arthritis. Lot number:627304 manufacture date:2008-05 expiration date: 2010-05. Lot number: 629298 manufacture date:2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration/migration of essure device location of device: outside of tube, pelvis"), genital haemorrhage ("abnormal bleeding") and psoriatic arthropathy ("autoimmune disorder type of disorder: psoriatic arthritis") in an adult female patient who had essure (batch no. 629298,627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, menstruation abnormal and cervicitis (chronic: focal, mild to moderate). Concurrent conditions included epicondylitis, lymphadenitis, myalgia, myositis and double crush syndrome. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type:nickel allergy"), pelvic pain ("pain"), anxiety ("anxious"), depression ("depressed"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain: right lower quadrant of abdomen") and menstrual disorder ("abnormal menstrual flow"). The patient was treated with surgery (hysterectomy ( partial)/ surgery to remove migrated essure from pelvis unilateral salpingectomy and surgery to remove migrated essure from pelvis unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, psoriatic arthropathy, allergy to metals, pelvic pain, depression, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown, the anxiety had not resolved and the dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, psoriatic arthropathy and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, pelvic pain and psoriatic arthritis. Lot number:627304 manufacture date:2008-05 expiration date: 2010-05. Lot number: 629298 manufacture date:2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration/migration of essure device location of device: outside of tube, pelvis'), perforation ('perforation') and psoriatic arthropathy ('autoimmune disorder type of disorder: psoriatic arthritis') in an adult female patient who had essure (batch no. 629298,627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, menstruation abnormal and cervicitis (chronic: focal, mild to moderate). Concurrent conditions included epicondylitis, lymphadenitis, myalgia, myositis and double crush syndrome. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital hemorrhage ("abnormal bleeding"), psoriatic arthropathy (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type:nickel allergy"), pelvic pain ("pain"), anxiety ("anxious"), depression ("depressed"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain: right lower quadrant of abdomen") and menstrual disorder ("abnormal menstrual flow"). The patient was treated with surgery (hysterectomy ( partial)/ surgery to remove migrated essure from pelvis unilateral salpingectomy, essure removal and surgery to remove migrated essure from pelvis unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, perforation, genital hemorrhage, psoriatic arthropathy, allergy to metals, pelvic pain, depression, menorrhagia, vaginal hemorrhage and abdominal pain lower outcome was unknown, the anxiety had not resolved and the dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, genital hemorrhage, menorrhagia, menstrual disorder, pelvic pain, perforation, psoriatic arthropathy and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, pelvic pain and psoriatic arthritis. Lot number:627304. Manufacture date:2008-05. Expiration date: 2010-05. Lot number: 629298. Manufacture date:2009-01. Expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received- new events perforation was event. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), pelvic pain ("pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (with removal of the migrated essure device). Essure was removed in 2015. At the time of the report, the device dislocation, genital haemorrhage, allergy to metals, pelvic pain and depression outcome was unknown and the anxiety had not resolved. The reporter considered allergy to metals, anxiety, depression, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff was required to undergo a surgical procedure with removal of the essure devices on or about (B)(6) 2012 and was required to undergo a second surgical procedure with removal of the migrated 7 essure devices in or around 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper device placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.